Event description:
It was reported that t-wave oversensing was observed. A new pace/sense lead was implanted and the oversensing was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.